Event description:
It was reported that an exaset with luer lock was missing its blue slide clamp. This was noticed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. A trend review will be conducted. If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.